Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 403:317:871:0000 was confirmed during product evaluation. The root cause was not identified. No repairs have been performed as the referenced device has been removed from service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During review of the pump's event history, baxter canada discovered a colleague infusion pump experienced failure code 403:317:871:0000, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92.